Event description:
It was reported that balloon rupture occurred. A 10/4.00 flextome¿ cutting balloon¿ monorail was selected and advanced to treat the target lesion. During initial inflation, it was noted that the pressure did not increased. Fluoroscopic image revealed that the balloon was not inflated. When the device was removed, it was found that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).